Event description:
Inbound. Both pumps alarming no disposable. Pt remixed a new cassette, connected, pump running without alarm, cassette lot# not available, last ship lot 4096351, exp 29-jan-2026. No further details provided.